Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). H3: analysis of the 97755 recharger (rtm) ((B)(4)), revealed there was a recharge antenna failure. Recharger problem, cannot continue, call medtronic message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an external device. It was reported, that they saw a message on the controller screen to call mdt, while recharging the implanted neurostimulator (ins) today. Patient services (ps) asked, the pt to inspect the recharger (rtm) for visible damage. And pt said there is no visible damage on the rtm. And they must move the cord to plug into the controller. Ps asked pt to inspect the controller port for damage. And they said there is no damage on the port. Ps asked them to start charging the ins. And pt said, they are getting the passive recharge screen (prm), and after few seconds, they are getting system problem rm03 message. Ps asked, if the rtm gets hot when recharging the ins. And pt said the little box gets hot for a while now and they can't remember when. Ps assisted pt with clearing the rm03 message. And they were able to charge the ins at excellent quality controller 90%, ins 30%. Pt mentioned, she used to charge twice a day. And met with manufacturer representative (rep) and the manager, and they did some adjustment for her which helped. A replacement rtm was requested.